Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had extreme low blood glucose of 20 mg/dl to 25 mg/dl. The customer had an extreme low blood glucose of 34 mg/dl prior to seeing her doctor and then checked later in the day and it was 41 mg/dl. Customer stated that, since then she has multiple low blood glucose with her pump for no reason. Customer currently off the pump and treating her blood glucose with syringes. Customer's current blood glucose was 85 mg/dl. Based on customer report customer does not allege pump was over delivering. Customer advised to monitor pump and blood glucose and call back if continues to experience low blood glucose. The device will not be returned for analysis.